Event description:
It was reported that the pump touch screen was damaged and missing pixels. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.